Event description:
In 2007, this pt received gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. The trunk ipsilateral leg component was successfully placed; however, a proximal type I endoleak was noted. An aortic extender component was implanted, unintentionally covering the left renal artery. Access into the artery was attempted in order to implant a stent, but proved unsuccessful. The physician decided that no more could be done at that time. It should be noted that the pt had a history of plaque in their left renal artery.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this pt: pxc141400/05176209, pxt281418/05248428.